Manufacturer narrative:
Method: the evaluation of the device is not available as the device is reported as discarded. The lot number was not provided therefore, a review of the device history record (DHR) cannot be conducted. A use review and a review of the instruction s for use (IFU) for the model number was conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be conducted. Conclusions: the device was not returned to (B)(6) for evaluation, therefore we are unable to determined the cause for the reported event. If additional info pertinent to this event becomes available, (B)(6) will submit a f/u report. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.

Event description:
Fill volume: 500ml; flow rate: 8ml/hr; procedure: shoulder surgery for a rotator cuff; cathplace: interscalene block. Report 1 of 2; reference: 2026095-2014-00244/14-00974. It was reported by a consumer that a patient experienced pneumonia during use an saf on-q pump for an interscalene block 12 hours after shoulder surgery. The patient reported symptoms of feeling jittery, having shortness of breath, burning in the stomach and nausea. The pump was clamped and the patient went to the emergency room. The patient was hospitalized. The patient was treated for pneumonia with antibiotics, nebulizer breathing treatments every 4 hours, and albuterol was switched to another unk inhaler. The device was later unclamped and the patient continued to use the pump until the infusion ended 2-3 days after surgery. The patient later reported that she was feeling better and recovering from pneumonia. The device was reported as unavailable for return and analysis.